Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had been getting poor communication with their patient programmers for the past several months. A couple months ago the patient programmer completely stopped working with and without the antenna, and would not do telemetry. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.